Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements, remaining within normal range. Boston scientific technical services discussed replacing rv lead as the device had displayed a code 1005, which is indicative of an open circuit condition was detected during shock delivery. The patient was hospitalized and the device was explanted. Additional information was requested from the field representative. The available information at this time suggests the rv lead remains in service. No additional adverse patient effects were reported.